Event description:
Information was received indicating that a smiths medical cadd solis vip pump had corrosion and exhibited cassette errors. No patient consequence was reported. No adverse effects were reported.

Event description:
Information was received indicating that the downstream occlusion voltage of the smiths medical cadd solis vip pump rested at 0-1mv and caused multiple cassette issues. No patient consequence was reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the battery compartment had contamination. The customer stated problem was not duplicated. No faults found with the pump during testing, but noticed the error in event history log multiple times. The pump did have contamination in the battery. Replaced dso (downstream occlusion sensor)and contaminated battery compartment as preventative measure. The root cause was determined to be customer induced (for battery compartment contamination). A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: h6: event problem and evaluation codes: corrections after device evaluation.